Manufacturer narrative:
H6: code 200: device returned empty. Code 400: yielded jaws. Based upon the info received and the visual examination, it was concluded that the jaws of both intruments had become damaged and could not hold a clip properly, making the instruments non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each intrument is evaluated during the assebly process to ensure the jaws hold clips properly. Co stives to understand each incident as it occurs in order to continuuously improve the products.

Event description:
The device was used during a laparoscopic cholecystectomy. The surgeon tried to form clips around duct or artery and the clips either malformed or spit out. 10/16/96 it was reported all the clips were retreieved from the abdomen. Another device was opened to complete the case.